Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 19ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged and a needleless injection cap was attached to the luer. A partially circumferential split was observed just distal of the adhesive filet, at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Curved parallel beach marks were observed in the fracture surface. Material buckling was observed in the vicinity of the split. The fracture features were consistent with damage accumulated through material fatigue, wherein the device is subject to repetitive kinking and/or twisting stress which leads to material failure. The location of the damage suggested that device maintenance and access techniques may have contributed. A lot history review (lhr) of ascxf012 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the huber needle was leaking due to break in tubing. It was stated the break did not occur until 2-3 days after insertion. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 19ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample. The safety mechanism was engaged and a needleless injection cap was attached to the luer. A partially circumferential split was observed just distal of the adhesive filet, at the luer adapter/extension tubing joint. Microscopic inspection of the split revealed a granular fracture surface. Curved parallel beach marks were observed in the fracture surface. Material buckling was observed in the vicinity of the split. The fracture features were consistent with damage accumulated through material fatigue, wherein the device is subject to repetitive kinking and/or twisting stress which leads to material failure. The location of the damage suggested that device maintenance and access techniques may have contributed. A lot history review (lhr) of ascxf012 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the huber needle was leaking due to break in tubing. It was stated the break did not occur until 2-3 days after insertion. No patient harm reported.